Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer¿s blood glucose level was 42 mg/dl at the time of the incident. The patient's current blood glucose was 200 mg/dl. The customer treated it with candy bar and orange juice. The customer reported that she cannot hear her pump beeping. She indicated the pump beeps but she cannot hear it. She was wondering if she can get it replaced. The customer wakes nausea and was afraid to go to sleep. The drive support cap appeared normal (slightly indented). The insulin pump will not be returned for analysis.